Event description:
Adverse event(s): "seeing bubbles in vision, opacity and fog" (visual disturbances). Product problem(s): "bubbles" (no code available [iol (intraocular lens) implant]); "foreign bodies like stars" (no code available [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she is seeing "bubbles in her vision". In a follow-up, her current surgeon who is not the implanting surgeon, further reported that the patient started having visual disturbances "opacity and "fog" since bilateral implantation of iols ten years ago; and that the event continues. The surgeon also reported noting foreign bodies like "stars" with a slit lamp. He also stated that the patient has a history of posterior capsule opacification (pco) which was treated with yag laser six months before the patient was seen by him. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B)(4).